Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the plunger bypassed haptic causing trailing haptic to straighten and stick to the plunger. Additional information has received it states that the scheduled procedure completed on the same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).